Event description:
The customer reported to olympus, during an unspecified procedure, the doctor went in with scope and tore pylorus. The patient needed 2 hemostasis clips to stop the bleeding. This event includes 2 reports: (B)(6) : tjf-q190v, 2124743. (B)(6) : maj-2315, unknown. This report is 2 of 2 for (B)(6) : maj-2315, unknown.

Event description:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.